Manufacturer narrative:
Samples received: 4 unopened pouches. Analysis and results: there are no previous complaints of this batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in (B)(4). We have received 4 closed pouches. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements: 4.67 kgf in average and 4.57 kgf in minimum (requirements: 2.73 kgf in average and 1.37 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with monosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that following of an implantation, the thread broke easily.